Manufacturer narrative:
Medical review of the event indicated that, based on the information available, gynecare intergel did not cause or contribute to the event described.

Event description:
It was reported that a patient with significant adhesions underwent a hysterectomy on 8/2002, and intergel was instilled. Post-op day 9, she presented with pain. An ultrasound revealed a 7x7 mass. Her hemoglobin was unchanged from day 1 post-op. The surgeon performed a laparotomy and found an organized hematoma. He noted that the adhesions were significantly more severe than at the time of the original surgery and more diffuse. He questioned the efficacy of intergel in the presence of blood.